Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella cp device was inserted via the right femoral artery in a 57-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage d, with a history of renal insufficiency. During support, the patient developed bleeding at the access site, which was managed with a sandbag and manual pressure. The patient received 2 units of packed red blood cells (prbcs) and platelets. The patient survived to explant. The reported major bleed requiring blood transfusion and hemostasis is consistent with access-site complications and the anticoagulation/purge requirements associated with impella support and may be influenced by patient-specific factors such as underlying critical illness, renal insufficiency, vascular access characteristics and anticoagulation exposure.

Manufacturer narrative:
Corrected information has been provided in h3 to reflect the device was evaluated by manufacturer. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the bleeding was not determined due to lack of clinical details, no product defect found during evaluation.

Manufacturer narrative:
D9: product was returned. The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed.